Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was speaker malfunction error. It is unknown if the device could produce and audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.